Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in harefield, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor, the distribution board and the processor board were found to be faulty. The stirrer motor and the distribution board were replaced. The processor board has been ordered and will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during priming. Reportedly, patient circuit did not circulate water. There was no patient involvement.

Manufacturer narrative:
H10: a livanova field service representative returned to the facility to replace processor board ordered previously. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions. This condition required a power overload to work, which could have resulted in an overcurrent ultimately caused damage to involved boards.

Event description:
See initial report.